Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the therapy label was peeling away from the device. The device was in use on a patient, however there was no adverse event to the patient or user.